Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the final implantation of the actis stem, the surgeon needed to remove the stem to address a femoral fracture. The surgeon used our actis stem extractor and the extractor would not thread into the actis stem. Looking at the inserter the staff noticed the threads on the extractor shaft were stripped. The hospital had their own stem extractor set that was used instead and the surgeon was successful in removing the stem and was able to fix the fracture and insert the final stem to complete the surgery. A surgical delay of 15 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.